Event description:
It was reported that the handpiece continued to run on its own when connected to the console during set up prior to the start of a surgical procedure. The case was completed with another device. There were no reports of any adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was problems with the sag head and bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.